Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. One used end cap was received by our quality team for evaluation. The returned end cap belongs to cavity 29 and was subjected to visual inspection. A sink mark was observed on the end cap and a through hole is observed on the luer cone tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula leaked during use. The following information was provided by the initial reporter: "after being positioned correctly, the stopper was found to be punctured and leaking blood."

Manufacturer narrative:
H.6. Investigation: one used end cap was received by our quality team for evaluation. The returned end cap belongs to cavity 29 and was subjected to visual inspection. A sink mark was observed on the end cap and a through hole is observed on the luer cone tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. CAPA#4710247 has been initiated to address this issue.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula leaked during use. The following information was provided by the initial reporter: "after being positioned correctly, the stopper was found to be punctured and leaking blood.".